Manufacturer narrative:
Event date: between 02/02/2022 - 06/02/2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the device delivered the medication dose in 96 hours. The medication delivered took longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.